Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) due to balloon migrated from the space of retzius to the scrotum. All components were removed and a new aus system was implanted. The patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) due to balloon migration from the space of retzius to the scrotum. All components were removed and a new aus system was implanted. The patient is expected to fully recover.

Manufacturer narrative:
Block g4 combination product: corrected.